Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A motor not running error was found in the event history log (ehl). This error was reproduced during functional testing. The customer reported product problem was therefore confirmed. The error was produced because the main pc board was not seated on the extrusion grove (i.e. The sensor was not aligned with the worm coupling gear-facets). The problem source of the reported product problem was unknown. A root cause was not established. The main pc board was reassembled and reseated to correct for the reported problem.

Event description:
It was reported that the medfusion pump had a motor that stopped working. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received: the pump failed during set up, there were no adverse effects to the patient and no interruption in treatment.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection showed the top and bottom cases were in excellent condition. No visible contamination.